Manufacturer narrative:
(B)(4). Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm or verify unexpected battery power loss and charge/battery lasts less than expected anomaly due to blank display.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarms. The customer's blood glucose level was unknown at the time of the incident. The customer stated that and the insulin pump loses time and date settings after battery change and had a diminished battery life-less than a week. The device will not be returned for analysis.